Event description:
This is filed to report partial clip movement requiring intervention. It was reported that on (B)(6) 2022, a mitraclip procedure was performed to treat a degenerative mitral regurgitation (mr) grade 4 with posterior (p1 and p2) prolapse and restricted posterior leaflet. After deployment, the clip tipped away to the side. However, the clip did not appear to be detached from the leaflets. A second clip was implanted to for stabilization and the procedure was complete with a final mr grade of 1. There was no clinically significant delay in the procedure and no adverse patient effects.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
N/a.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, and based on the information provided, the reported migration (partial clip movement) appears to be related to patient conditions (prolapsed and restricted posterior leaflet). The unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.